Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed new software release detected and failure of flash memory. Customer was assisted with alarm troubleshooting. Customer's blood glucose was 213 mg/dl at the time of the incident. The customer stated that new software release detected was received for the second time after clearing it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with an alarm, problem isolated to mother board. Unable to confirm alarm and unable to perform any test due alarm. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.